Event description:
The pt stated that he woke up this morning and noticed his mouth was very dry and he was urinating frequently. He said he then tested his blood glucose and his reading was at 598 mg/dl. He stated that he bolused 6 units of insulin through his infusion device and tested 1.5 hrs later when his reading was 523 mg/dl. He stated that when he was preparing to bolus again, he noticed insulin was leaking at the adapter. The pt said he felt the luer lock was not properly tightening onto the adapter. He said he dried the adapter and the little bit of insulin that had dripped inside the cartridge compartment. He stated that he reinserted the same cartridge and attached the same tubing to the same adapter and again attempted to prime. He said he once again saw insulin leaking at the adapter area. He stated he could not see that the tubing was damaged in any way. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.